Event description:
Report received of no audible alarm tone. During routine preventative maintenance testing by the user facility's biomedical engineer, the device did not audibly alarm. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.